Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient said she doesn't have a lot of warning when she had to urinate or have a bowel movement. Patient said she especially doesn't get a lot of warning when she had to have a bowel movement. Patient said the 1qst program she was out on was working great. Patient said she tried the other programs because she wanted to see what they would do. Patient said she found the program they put her on 1st was the one that worked the best. Patient called in because she wanted to know if increasing the amplitude would give her more warning. It was reviewed that she could increase the amplitude and see if that helped. It was reviewed with the patient that if it doesn't improve she should follow up w/ hcp. Patient reported an accident on the (B)(6). No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the circumstances that led to the issue were that the patient was tired, dehydrated and overheated. Patient stated that this happened before the implant almost 2-3 times a week. Patient stated that the steps taken to resolve the issue were that the patient took (B)(6) . Patient increased amplitude of the device and payed attention to their bowels. Patient stated the issue did not happen again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.